Event description:
It was reported by a pt's wife that a vns pt's generator was found to be programmed off by itself due to unk reason. The treating epileptologist programmed the pt's device on and stated diagnostics were within normal limits. At the moment, good faith attempts to obtain add'l info regarding the event have been unsuccessful to date.